Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer observed crack on the pump and experienced a pump error 53 (software error detected) after changing the battery. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was performed for pump error and the customer was unable to clear the error. The customer declined further troubleshooting. Troubleshooting was performed for cosmetic damage and found crack was on the battery tube threads and not related to the retainer ring. The crack on the pump was affecting the pump functionality. No harm requiring medical intervention was reported. The customer declined to replace the device. No product return is required for mmt-1780kl.

Manufacturer narrative:
The pump passed the displacement test and self-test. Successfully downloaded history files and traces using thus. No pump error 53 alarms during testing. Pump error 53 was present in the history download on 06/28/2025 06:44:12.000 until 06/28/2025 07:10:10.000 (file number: 2005 line number: 5632). As per comlink3 log and detailed traces, open book was generated due to 3 sequential pump error 53 (file number: 2005 line number: 5632) due to software issue. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: serial number label missing, battery tube threads - cracked, cracked case (battery tube), scratched case, cracked keypad overlay and stained keypad overlay. Pump error 53 was confirmed in the detailed traces due to software error. Cosmetic damage confirmed at the battery tube threads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.